Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
Argon biopince biopsy instrument 18ga x 10cm got stuck in the introducer needle which was in a patient during biopsy procedure. The cir removed it from the patient to check the equipment, on examination of both needles the biopsy instruments needle was found to have a kink/split in it and then the tip snapped off on examination.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the manufacturing and inspection records for this lot could not be performed, since the lot number was not provided. After three notifications, the sample from the alleged complaint has not returned. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.